Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. It has been identified a cut o-ring (external insert o-ring). There is not enough evidence to link the issue to the manufacturing process.

Event description:
The customer alleged while using a 30k fsi-sli-10s insert, it was not spraying and was getting hot; no injury resulted. An initial quantity of 1 insert was reported, however the customer returned a total of 2 inserts. This MDR is for the additional insert.